Event description:
The customer tested his blood glucose and received low readings of 51 and 46 mg/dl using his contour meter. His glucose was retested within 10 minutes using his doctor's meter and the reading was 248 mg/dl. The customer was treated with insulin based on the high reading. Troubleshooting was not possible, as the customer had already disposed of his test strips and control solution. No product will be returned. A replacement meter was sent to the customer.